Event description:
It was reported that visible air was observed. During a procedure, the faradrive steerable sheath was inserted successfully, but upon inserting the farawave catheter in the sheath, the physician kept pulling air out of the sheath. Eventually after several syringes with air, it was decided to change the sheath. There were no issues with air or anything else occurred after changing the sheath. The procedure was completed and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air was observed. During a procedure, the faradrive steerable sheath was inserted successfully, but upon inserting the farawave catheter in the sheath, the physician kept pulling air out of the sheath. Eventually after several syringes with air, it was decided to change the sheath. There were no issues with air or anything else occurred after changing the sheath. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.